Manufacturer narrative:
Device 1 of 1. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the product had "foreign matter such as thread is mixed in". Photographs depicting the reported complaint issue were submitted by the complainant. The product was not used, no harm reported.

Manufacturer narrative:
A batch record review indicates no discrepancies. Preventive maintenance (pm) logs have been checked and pm's were completed. Aquacel ag 15x15cm was manufactured under system application products (sap) code 1139249 and manufacturing lot number 8f02207. Lot number 8f02207 was sterilized under lot 1212839121 and released on review of results of sterilization. All the results were within specification and the products were released. The production process, in process testing and packaging of products was run in accordance with process instructions (pi) for machine doyen 4. A visual inspection was performed in accordance to testing methods (tm) and completed at the beginning of the order and every hour until the order was completed. A nonconformance was raised during the manufacturing process however, it was for a different issue. This is the only complaint for the affected lot within complaint handling system. Four (4) photographs have been received for this complaint issue and have been evaluated in accordance to work instructions. The photographs confirm the batch number, the product and the complaint issue. The contamination appears to be excess tow from the textile process mixed in with the fabric. However, no physical sample is being returned therefore it cannot be confirmed what the foreign matter is. A non-conformance was opened for this issue. No investigation was required as the root cause was already known. A new cleaning program is being implemented onto the machine to stop excess tow from getting into the fabric. The non-conformance is closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.